Event description:
Right side decvice confirmed negative for malignancy/ lymphoma.

Manufacturer narrative:
B5 information provided by md via lab results: right side decvice confirmed negative for malignancy/ lymphoma.

Event description:
Suspected bilateral alcl right side.